Event description:
On (B)(6) 2013, the patient reported that the menu button on his infusion device was only functioning intermittently. He stated that the issue began two days before the date of report. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
The buttons passed the optical and functional investigation successfully and comply with the product specification. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The problem mentioned by the customer could not be reproduced.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.